Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Updated concomitant devices. Therapy date is (B)(6) 2019. A device history record (DHR) review was conducted: part: 03.037.017 lot: l116507 manufacturing site: bettlach release to warehouse date: 24.aug.2016 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: a product investigation was conducted. Visual inspection: as received condition, one product 03.037.017 ¿guide sleeve yell¿ was returned unpacked and outside the original synthes packaging. The complaint part was received strongly damaged. The laser marking was readable and in good condition. Functional test: as relevant for the complaint condition ¿an unknown trochanteric femoral nail advance (tfna) blade insertion would not go down to the guide sleeve¿, the relevant features and function of the spiral flute were inspected by a plug gauge and a functional gauge. Based on the strong damages and deformation at entry and outlet of the drill hole functional tests for ø11.1 +0.05/0 and the spiral flute cannot be performed. Document/specification review: a manufacturing record evaluation was performed for the affected work orders, where no non-conformances, abnormalities nor deviations were identified which could lead to the complaint failure. In addition, the revision of the drawings of article 03.037.017 and its relevant sub-components valid at the time of manufacturing, were reviewed and no relevant design changes were identified. Dimensional inspection: thus, all relevant dimensions which could lead to the complaint condition from the received complaint part were measured several times during its manufacturing and no deviation could be identified, the failed inspection on the part received is due to severe damage and deformation at the entry and outlet of the drill hole. The additional check with the micrometer confirms the statement and shows that the drill hole meets the specifications. Summary: the received condition of the complaint does agree with the complaint description since all relevant dimensions which could lead to the complaint condition were inspected and failed due to the strong damages and deformation. Therefore, this complaint is rated as confirmed but not valid, since no deviations were found in the manufacturing documentation reviewed. Hence, no manufacturing deficiency was detected and consequently, no further actions have been taken. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported: helical blade inserter (part# 03.037.024, lot# unknown, quantity#1); tfna nail (part # 04.037.024, lot#unknown, quantity#1).

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent an open reduction internal fixation (orif) of the right femur. During the procedure, an unknown trochanteric femoral nail advance (tfna) blade insertion instrument would not go down to the guide sleeve. A mechanical block, and scratch inside of the guide sleeve would not advance anything. Thus, a new tfna blade with different length was opened to successfully complete the procedure. There was a five (5) minute surgical delay. There was no patient consequence reported. Concomitant device reported: unknown tfna blade insertion instrument (part#unknown, lot# unknown, quantity#1); tfna nail (part # 04.037.024, lot#unknown, quantity#1). This report is for one (1) blade/screw guide sleeve. This is report 1 of 1 for (B)(4).